Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that the drill bit has broken, this thus confirming the complaint description. Furthermore, the drill bit broke at the neck section. In additional the tip section is in worn (blunt) condition, also the instruments has dents, scratches and colour fading from often use. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. Or/and that an overloading situation led to this damage. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace and to operate according to the important information (with cleaning and sterilization instructions). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 310.507, lot number: f-25502, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 21. Dec. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for ulnar distal end fractures by using the distal ulna plate. It was reported that two (2) drill bits broke during the procedure. The surgery was successfully completed without any delay. No further information is available. Concomitant devices reported: unknown distal ulna plate (part# unknown, lot# unknown, quantity# 1), lcp drill sleeve 2 w/scal f/drill bit ø1 (part# 323.034, lot# 8117645, quantity# 1). This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 2 of 2 for (B)(4).